Event description:
The customer contact reported a leak. At an unspecified time, the pca extension tubing set was to be used to deliver an unspecified concentration of hydromorphone, at an unspecified rate, via a pca pump. At an unspecified time, the female adapter of the anti-siphon valve of the pca side of the tubing set was connected to a pca injector assembly inside a pca vial. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from an unspecified location of the anti-siphon valve of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was initiated·. Though requested no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(6).

Manufacturer narrative:
Two sealed devices were evaluated. The devices passed testing. No leaks of solution were noted. Although the devices passed testing, hospira has completed a formal investigation to address the issue of leakage from the injector. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. (B)(4).